Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation (fallopian tubes)/ migration of essure device") in an adult female patient who had essure (batch no. 977934) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multiparous. Concurrent conditions included endometrial polyp. Concomitant products included cilest (ortho tri-cyclen). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2013, the patient experienced cystitis ("infections/infection (bladder/ urinary tract/vaginal)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal)") and vaginal infection ("infection (bladder/ urinary tract/vaginal)"). In (B)(6) 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant) with pelvic pain. In 2013, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), headache ("migraines / headaches"), migraine ("migraines / headaches"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced menstrual disorder ("menstruation issues"), abdominal pain ("abdominal pain") and depression ("depression"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, cystitis, menstrual disorder, menorrhagia, vaginal haemorrhage, urinary tract infection, vaginal infection, female sexual dysfunction, headache, migraine, nausea, dyspareunia, vaginal discharge, abdominal pain and depression outcome was unknown. The reporter considered abdominal pain, cystitis, depression, dyspareunia, fallopian tube perforation, female sexual dysfunction, headache, menorrhagia, menstrual disorder, migraine, nausea, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: essure did not worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded pregnancy test urine - on (B)(6) 2012: negative; on (B)(6) 2013: negative on (B)(6) 2013.- per pfs type of test: hysterosalpingogram (hsg) resulted in failure to occlude (close) fallopian tubes and perforation (fallopian tube). On (B)(6) 2013- per mrhysterosalpingogram and pelvic sonogram were performed on your patient with results for essure devices. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events :abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal), apareunia (inability to have sexual intercourse), migraines / headaches, migration of essure device, nausea, dyspareunia (painful sexual intercourse), depression , vaginal discharge, perforation (fallopian tubes) were added. Historical condition, concomitant condition, concomitant drug were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection ("infections") and menstrual disorder ("menstruation issues"). At the time of the report, the pelvic pain, infection and menstrual disorder outcome was unknown. The reporter considered infection, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.